Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to fix the lead during implant, the physician was unable to pass the lead rotation to the screw. The lead remains in use. No patient complications have been reported as a result of this event.